Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.2.1. Operating system: 26.5. Hardware: iphone 17.3. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 24 and 36 hours. The patient experienced fever and headaches. It was not known whether the adhesive was secure and if the cannula was properly inserted during wear. Insertion site location was usually rotated between the thighs and buttocks. The caregiver reported that insulin leakage coincided with a episode of fever which led to a hospital visit. The patient was treated with ¿oxycycline¿. At the time call, the cause of the fever was not known and tests were still being conducted.